Event description:
Procedure: lung resection. According to the reporter: the staples were not shaped properly and the anvil was bent when the surgeon used them on lung tissue. A second device was applied, but the same problem occurred again. The tissue was cut but staples did not form properly, which led to slight bleeding. The staple line was over sewn. The blood loss was less than 250cc. Surgical time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).